Event description:
Pt underwent bedside egd. Two lower teeth were loosened during the procedure and were removed by the physician performing the procedure. There was some bleeding that was controlled with direct pressure.